Event description:
This is a case reported from baxter (B)(4). The event was reported by the dialysis department . The product is an arena machine. The event is the following: at the switch on smoke came out from the machine and the device was turned off immediately. The problem occurred during work test in the hospital laboratory, the cause seems to be the presence of drops in the main switch area. No patient, operator or third person was involved in the event.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging segments missing from his onetouch ultrasmart meter. The medical surveillance specialist (mss) contacted the patient for follow up calls on (B)(6) 2010; however the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at an unspecified time. The patient indicated he manages his diabetes with insulin (no adjustments). Despite the alleged issue, the patient denied taking any action regarding his diabetes management regimen. Within 1 week after the alleged issue began, the patient claimed he developed symptoms of blurry vision and was feeling shaky. Due to the alleged symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca confirmed the patient had used the subject meter before and that there was no misuse of the products. Replacement products were sent to the patient. Based on the information provided, it is not known if the patient associated the reported symptoms as high or low blood sugar symptoms or whether the patient was able to obtain a result on the subject meter. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.